Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.50 x 12 synergy ii drug-eluting stent was selected for use. However, when the device was pulled out of the hoop, it was noted that the shaft was fractured. The device was never used into the patient's body. The procedure was completed with another 2.50 x 12 synergy ii drug-eluting stent. No patient complications were reported.